Event description:
It was reported that this external pulse generator had no ventricular output. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that this external pulse generator had no ventricular output. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart flex was contaminated. It was also noted that the upper and lower cases were broken, the battery release, heart block, lead flex cover, heart wire contacts and battery drawer were contaminated, the ring cover, two side bail covers, ring and two side bails were missing, the battery contacts were compressed, the board connector cable was out of specification (crimped), and the ring cover screw and two case screws were missing.